Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted that the reload was fully applied. The knife bar was herniated from the side of the reload with the jaws unclamped. The articulation flag was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic sigmoidectomy for the 1st firing for rectum resection, the surgeon fully fired the device and made one more final push of the blue button, however tip of the jaws were wobble. A black material was exposed from the pivot point of the cartridge and it was hard to remove the device from the trocar. The surgeon said the device did not clamp the forceps, the tissue was not thick, and a strange sound was heard when fully fired the device. The surgical time was extended by less than 30 min. No injury to the patient.